Manufacturer narrative:
On 25-oct-2020, a customer reported one (1) false positive patient result with use of taqpath covid-19 assay kit. During investigation, the customer supplied two (2) software data log files on 25-oct-2020, which were analyzed by thermo fisher scientific's r&d team on 03-nov-2020: cov-201014-1_12802.sds; cov-201015-3_14831.sds. One (1) false positive patient result was confirmed. The root cause was confirmed to be improper centrifugation of the qpcr plate to release trapped air bubbles. Customer was advised to follow instructions per the assay's instructions for use concerning proper centrifugation of qpcr plate.

Event description:
Customer's improper centrifugation caused a single (1) false positive patient result. The false positive result was reported to thermo fisher scientific on (B)(6) 2020. The customer re-tested twice with both re-test results being negative. The customer was advised to follow instructions for proper centrifugation. There are no reports of serious injury, or death. Thermo fisher scientific was able to confirm the false positive result was reported out of the lab and communicated to the ordering physician and/or patient.